Event description:
It was reported that during an implant procedure, the right atrial (ra) lead was found to have over-sensing of noise, and high pacing impedance. Ra lead fracture was also alleged on the ra lead, but was not confirmed. The lead was removed on (B)(6) 2022 and the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
The reported events of oversensing, high pacing impedance and fracture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Complete x-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.